Event description:
During helicopter transport, external pacing was administered to a pt diagnosed as bradycardic with septic shock, hypotension and pneumonia. After approx 2 minutes, the pacing current allegedly dropped to 0ma for no apparent reason. No alarms were observed. The operator attempted to increase pacing current using the 20ma button. The unit did not respond to the 20ma button and the operator increased pacing current using the 5ma button. After a few minutes, the pacing current again allegedly dropped to 0ma for no apparent reason and no alarms were observed. All connections were checked and found to be secure. At this point the helicopter had arrived at the hosp. CPR was administered until the pt was delivered to the ER. The pt expired 2 days later. The operator indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the operator's assessment of the pt's condition.